Event description:
In 6/85, the 45-yr-old rptr had implants inserted for augmentation. Her symptoms started about 3-4 yrs after. Left breast encapsulated and very hard; right slightly capsulated starting 6 mos after augmentation. Both hands have pain in the joints and swollen knuckles, hips and left knee pain and fatigue.